Event description:
The lead was originally capped on june 13, 2008 and was now explanted due to lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the emegency room experiencing syncope and diaphragmatic stimulation. The ventricular lead exhibited loss of capture due to dislodgement and perforation. The lead was replaced.